Manufacturer narrative:
It was reported that the patient expired on the same day due to unknown reason after successful amulet device implant. There were no issues reported during the case. There was no effusion reported pre or post procedure, and the device had remained in the same location. Information from the field indicated that the physician stated that the device did not fail. The device remains implanted and will not return to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on medical review performed at abbott, the exact cause of patient death cannot be determined due to the lack of information. Requests were made for additional procedural details surrounding the case (e.g., operative notes, procedure imaging), however this information was not supplied by the site. Based on the limited information available, it is difficult to determine with certainty the exact cause of the reported patient death. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 22mm amplatzer amulet left atrial appendage occluder was successfully implanted using a 12f amplatzer torqvue 45x45 delivery sheath. There were no issues noted during the case. After the device was implanted, the patient passed away on the same day due to an unknown cause. There was no effusion pre or post procedure, and the device had remained in the same location. The physician stated that the device did not fail.

Event description:
It was reported that on (B)(6) 2024, a 22mm amplatzer amulet left atrial appendage occluder was successfully implanted using a 12f amplatzer torqvue 45x45 delivery sheath. After the device was implanted, the patient passed away on the same day due to an unknown cause. There was no effusion pre or post procedure, and the device had remained in the same location.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.